Event description:
On (B)(6) 2023 this male peritoneal dialysis (pd) patient contacted fresenius customer service. The patient stated that he thought he had ordered stay safe caps last year for when he traveled. However, he ended up in the hospital for eleven days with a diagnosis of peritonitis due to no caps. Customer service was unable to substantiate the report of ordering caps. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was traveling when he went to the hospital on (B)(6) 2022 with reports of abdominal pain and cloudy pd effluent. The patient was admitted to the hospital. A pd effluent culture was obtained, and the patient was initiated on antibiotic therapy. The patient was administered intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pd culture resulted in no growth. The patient was discharged on (B)(6) 2022. Upon discharge, the patient¿s antibiotic therapy was adjusted. The vancomycin was discontinued, and the patient was prescribed ip ceftazidime daily for 12 days (dose unknown). The suspected cause of the peritonitis is the patient not having the stay safe cap for the stay safe catheter extension set while traveling. The pdrn stated this is what the patient reported to the clinic; however, the pdrn could not confirm the report as the culture did not return any growth to determine an origin. The patient continued pd therapy utilizing the liberty select cycler during recovery.

Event description:
On (B)(6) 2023 this male peritoneal dialysis (pd) patient contacted fresenius customer service. The patient stated that he thought he had ordered stay safe caps last year for when he traveled. However, he ended up in the hospital for eleven days with a diagnosis of peritonitis due to no caps. Customer service was unable to substantiate the report of ordering caps. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was traveling when he went to the hospital on (B)(6) 2022 with reports of abdominal pain and cloudy pd effluent. The patient was admitted to the hospital. A pd effluent culture was obtained, and the patient was initiated on antibiotic therapy. The patient was administered intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pd culture resulted in no growth. The patient was discharged on(B)(6) 2022. Upon discharge, the patient¿s antibiotic therapy was adjusted. The vancomycin was discontinued, and the patient was prescribed ip ceftazidime daily for 12 days (dose unknown). The suspected cause of the peritonitis is the patient not having the stay safe cap for the stay safe catheter extension set while traveling. The pdrn stated this is what the patient reported to the clinic; however, the pdrn could not confirm the report as the culture did not return any growth to determine an origin. The patient continued pd therapy utilizing the liberty select cycler during recovery.